Event description:
It was reported that the zimmer meshgraft ii was not cutting the skin evenly. Additional clinical follow up with the customer indicated that there was no pt injury, medical intervention or increased surgical time. Another device was used to complete the procedure.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was not returned to the manufacturer for repair or evaluation. The service record indicates that the device was manufactured on 04/15/1980 and was last repaired on (B)(6) 1994. Unable to determine a cause of the reported complaint.